Event description:
Pt reported obtaining a blood glucose result of > 300 mg/dl on the advantage system. Pt stated that, within 2 minutes, blood glucose was retested on a fire dept's device with a result of 138 mg/dl. No pt injury was reported and no treatment was received. The discrepant results were obtained in a fire station. Valid qc testing was not performed on the advantage system (pt's control solutions had expired). Technical support requested the return of the suspect product and replacement product was shipped.